Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the bia400 implant 4 mm with abutment 12 mm (93332) was explanted due to soft tissue complication and infection (date not reported).